Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6), (B)(4). All codes apply to ins and 2 extensions. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient had their ins and extensions removed. The leads were still there. Nothing new was implanted due to the infection. There were no further complications reported.